Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's doctor was going to do a pocket revision on (B)(6) 2021 to improve recharging.